Event description:
It was reported that the skin will not catch when it is going through the mesher. It appears as if the mesher and base are not connecting. This malfunction did not occur during surgery and there was no patient involvement. Due diligence is complete and there is no further information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during testing the mesher was not cutting at all and clarified that it was not an assembly issue. The device malfunctioned prior to it be replaced by a new device. Due diligence is complete as multiple attempts were made; however, no further information is available. There are no adverse events associated with this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.